Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred while requesting for an extended bolus. There was no reported adverse impact to the customer's blood glucose level. The customer declined to perform troubleshooting and declined to provide further information regarding the issue.